Event description:
It was further reported that the patient initially presented to the hospital with pneumonia and having received high voltage therapy for an arrhythmia. Upon arrival, the patient was admitted, and cardiopulmonary resuscitation was administered due to sustained but unstable ventricular tachycardia (vt) that was below the programmed detection zone. Programming to change the vt therapy and monitor zone as well as to change the rv lead sensitivity was done per physician direction. The patient was intubated and sedated. Two days later, the patient was extubated and placed on supplemental oxygen. The patient¿s family decided to not have the patient re-intubated, and the patient passed away later that day. A cause of death was provided as cardiogenic shock.

Manufacturer narrative:
Corrected: e1, e2, e3, g2. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 continued: ddbb1d1 ICD implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). A review of the device data by qualified personnel determined that the hrns are tied to the patient's ventricular fibrillation (vf) episodes, which triggered the lia . In addition, ventricular undersensing was observed. Reprogramming was performed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.